Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having surgery and had low flows alarms during it. The customer sent in log files to be reviewed to make sure there weren't any other issues going on and to see how long they have been having low flow events. The patient had a pump exchange on (B)(6) 2024 (MFR#2916596-2024-01705). The log files were reviewed and captured multiple intermittent low flow alarms and momentary low flow estimates when the calculated pulsatility index (pi) was elevated starting on (B)(6) 2025. The estimated flow was fluctuating below 2.5 lpm. Some of these events were brief and did not generate an alarm. The estimated flows were averaging from 2.3 to 2.4 lpm and pi is averaging from 4.2 to 10.6 during these events. These seemed to be physiological in nature. There were no other notable alarms or parameter changes. The device was operating as expected. The patient had an incision and drainage (I&d) with a wound vac placement for their pre-existing driveline exit site infection (MFR#2916596-2024-02570). The low flow alarms were due to the patient was nothing by mouth for three days and had occasional hypertension. The low flow alarms resolved about a day after surgery and the patient was given intravenous fluids and mean arterial pressure was better controlled. The patient had not reported an symptoms during the alarms. The patient decided to go on hospice the evening of (B)(6) 2025. The pump was turned off on (B)(6) 2025. The pump would not be returned as the patient was a prisoner and there would not be an autopsy.

Manufacturer narrative:
Section h6 - health effect codes: corrected manufacturer's investigation conclusion: a direct correlation between the device and the reported infection and patient outcome could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU lists infection and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had cardiac arrest after discontinuation of the left ventricular assist device (lvad). This was not considered device related as the patient had multiple co-morbidities and decided to go on hospice and have the lvad discontinued.